Manufacturer narrative:
Patient and device code: hemothorax is not labeled. The event is currently under investigation.

Event description:
During a tube thoracostomy, the catheter was being removed from the patient because the therapy was finished. An undisclosed time after the removal, there was a hemothorax that they believe was caused by the catheter; however, it happened hours later. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence.